Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. This complaint was initiated based on information received from the field. The explanted device was discarded at the facility. It was thus not possible for gore to perform an explant evaluation. Additional information received reported that prior to the explant, streptococcus mitis bacteria were found in the patient's blood as well as on his teeth. Reportedly, the physician had the explanted device sent to a third party investigator for microbiological and histopathological examination findings. Apart from isolated leucocytes, there was no evidence of bacteria or yeasts found on the explant. The available information does not suggest a device malfunction with respect to device performance. No further information was provided to gore for this patient. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform asd occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: interventional procedure.

Event description:
It was reported to gore that on may 22, 2023, a 44mm gore® cardioform asd occluder was selected to treat an atrial septal defect measuring 24mm after balloon sizing. An activated clotting time of 261 seconds during the procedure was reportedly obtained. It was reported to gore that post implant, the patient had developed inflammatory markers and the occluder device was believed to have become infected. On (B)(6) 2023, one of four blood cultures from the patient was reportedly tested positive for streptococcus mitis bacteria. It was also reported to gore that the patient's medical file showed very poor dental health and bacteria on the teeth were identical with those found in the patient's blood. Following the explant of the gore® cardioform asd occluder performed on (B)(6) 2023, most of the patient's teeth were exctracted. It was reported a that third party investigation carried out on the explanted occluder device showed isolated leucocytes but did not confirm bacteria or yeasts. No additional information was received for this patient.

Manufacturer narrative:
H6, investigation findings, code 19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications h3, "other": gore will attempt to obtain investigation results of the explanted device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6), 2023, a 44mm gore® cardioform asd occluder was selected to treat an atrial septal defect measuring 24mm after balloon sizing. Activated clotting time was 261 seconds. It was reported to gore that post implant, the patient developed inflammatory markers and the occluder device had become infected. On may 26, 2023, the device was therefore explanted. It was also reported to gore that the patient's medical file showed very poor dental health and following the explant of the gore® cardioform asd occluder, most of the patient's teeth were exctracted. The hospital was reported to have shipped the explanted occluder to a laboratory for pathological and microbiological examination.